Event description:
Rhizotomy procedure initiated by physician using rfa #(B)(4). Based on a verbal exchange between physician and patient during the procedure, the physician stated that he felt that the intervention did not work. Machine was removed from the operating room and taken to biomedical engineering. Machine to be sent to stryker (B)(6) 2012 RMA # 115416.